Event description:
It was reported the patient experienced inadequate stimulation. X-rays were taken and revealed lead migration. As a result, the patient's lead was revised on (B)(6) 2013. Revising the lead resolved the patient's issue(s).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.